Manufacturer narrative:
Follow-up #1: date of submission 04/05/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump powered on to a clear and audible alarm. The pump was opened and there was no intermittent condition found on the piezo.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.